Event description:
Physician removed drain and right drain broke off in pt. Removal of drain was unwitnessed by personnel. Pt required arthrotomy on 1/31/96 to remove retained foreign body. 6" of plastic drain was removed. Pt bilateral total knee replacement 1/30/96.